Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump was not responding to button pressed when turning on the light. The customer changed the battery a couple of times and the insulin pump was still blank. The blood glucose reading was 119 mg/dl. Some wear was noted to the battery cap. The insulin pump had not been dropped, bumped or exposed to moisture. The customer turned the insulin pump back on and received a battery out limit alarm. The customer was advised that this is normal behavior. The back light did work. The customer was advised to monitor the insulin pump.